Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseating the image processor circuit board improved the image to an acceptable level. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6300 had poor image quality. There was no adverse patient involvement reported. There was no patient information reported.